Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited very high power consumption at over 400 mw. The device was implanted for only two months, but the remining longevity was now seven to nine months. The physician questioned if the replacement could wait for three months. Engineering analysis of the device data confirmed the device was depleting prematurely, but the cause was not able to be determined, and prompt device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker exhibited very high-power consumption at over 400 mw. The device was implanted for only two months, but the remaining longevity was now seven to nine months. The physician questioned if the replacement could wait for three months. Engineering analysis of the device data confirmed the device was depleting prematurely, but the cause was not able to be determined, and prompt device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the device remains implanted, and the patient and device continue to be monitored. No replacement date has been provided.

Manufacturer narrative:
This report will be updated should additional information is received.